Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
All attempts to the reporter for further information regarding the infection have been unsuccessful to date.

Manufacturer narrative:
Corrected data: the incorrect report date was inadvertently provided on the initial MDR report. The correct report date is provided.

Manufacturer narrative:
Device evaluated by MFR. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device this report is not late, as supplemental report# 03 was unable to be submitted using MFR report # 1644487-2011-00793 due to technical issues experienced with the emdr system. Supplemental report 03 was previously submitted using MFR report # 1644487-2019-00316 as an initial report, but all future supplemental reports will be submitted using MFR report # 1644487-2011-00793.

Event description:
Incoming communication indicated that the patient was referred for re-implant of the vns. Because the re-implant of the patient is not relevant to the reported serious injury of infection, no further updates related to the re-implant will be reported.

Event description:
Rptr indicated a pt had the vns system explanted on (B)(6) 2010 due to an (B)(6) infection. Reimplant of the vns was planned, but the family has decided against vns reimplant at this time. Attempts for further info are in progress.